Manufacturer narrative:
Device evaluation: the product was not returned for investigation. The reported complaint could not be verified. Manufacturing records review: the manufacturing records and the complaint history evaluation could not be performed since the lot number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Device manufacture date: unknown, as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the customer that the inserter tube split open at the tip/end during intraocular lens (iol) insertion. The inserter was removed with the iol. The product was destroyed by the customer. Further information was provided. Iol was being injected into the patients eye when it was noticed that the trailing haptic was absent, it seemed the haptic had somehow torn off from the optic during its journey through the injector tube. The correct amo injector was used. Fortunately the problem was noticed prior to the bulk of the iol exiting the injector tube, so the tube with the iol still mostly inside it was simply withdrawn from the patient¿s eye. No other complications occurred, neither suturing nor vitrectomy was required. A fresh lens and fresh injector was used to place a new iol on the patient¿s eye. The patient had an excellent outcome. No additional information was provided to abbott medical optics.